Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this device and another manufacturer's chronic left ventricular lead were associated with increased pace impedance measurements. Pace threshold measurements were higher with the distal ring included in the pacing configuration; pace threshold and pace impedance measurements were normal when the distal ring was not included in the programmed configuration. A boston scientific technical services consultant (ts) discussed the possibilities of a change in lead tip-patient substrate interface, a lead fracture or a lead-device header connection issue. No adverse patient effects were reported. The representative reported the device subsequently was reprogrammed to a lead configuration that does not include the distal ring.